Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08695 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that they insulin pump had under delivery, displacement test was failed. Customer¿s blood glucose was 300 mg/dl at the time of incident. The customer's current blood glucose is 314 mg/dl. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was advised that the insulin pump needed to be replaced the insulin pump and to revert to the backup plan. The customer was using the insulin pump when high blood glucose event was reported. The insulin pump will be returned for analysis.